Event description:
It was reported that during surgery to implant an artificial cervical disc, the inferior component of the disc fell off the implant holder and the superior component of the disc could not be removed from the implant holder. No patient complications were reported.

Manufacturer narrative:
The implant holder and implant used in the procedure were returned for evaluation. Functional evaluation was unable to replicate the customer concern regarding the inferior implant falling off. Manual evaluation of implant pull-off force holder did not identify issue for either upper or lower returned component. Additionally, comparison with sample implant pull-off force from returned holder did not identify a discernible difference between the two. Visual and optical examination of both the upper and lower returned implant holder retention features discovered surface witness marks consistent with usage, but did not identify material damage or plastic deformation. Dimensional evaluation of implant retention features confirmed conformance to print specification. No evidence was found that would suggest a defect in manufacturing or processing of the implant components. The returned product appears to be capable of performing its intended function.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer. Evaluation is currently in progress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.